Event description:
It was reported during surgery, a t2 non-deployment. The surgeon deployed the first anchor and the pusher of the second anchor kept missing. T1 was removed and a backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) fast fix 360 curved needle delivery system device returned. The complaint stated that t2 would not deploy; that the pusher kept missing it, but t2 was not returned inside the track to test. T1, t2 and suture were not returned at all. The needle was straight from left to right but has become flexed upward and over accentuated. This would affect the function of the actuator. Despite the enhanced curve, the device still cycled and actuated. No root cause related to the manufacture of the device could be confirmed.